Event description:
The contact stated the customer tested her blood glucose and received back to back readings of 400, 200, and 98 mg/dl. The difference between some of the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.